Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with peritoneal dialysis therapy and subsequently passed away. The sepsis was manifested by abdominal and shoulder pain. The patient was hospitalized for the event. Treatment and action taken with dianeal therapies were not reported. It was not reported if an autopsy was performed. No additional information is available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).